Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. The customer's blood glucose was not impacted. The customer continued to use the pump for insulin therapy. The customer reverted to an alternate method of insulin therapy.